Manufacturer narrative:
The cause of the discordant, falsely elevated phno result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant falsely elevated phenobarbital (phno) result was obtained on one patient sample when run in duplicate on a dimension exl 200 instrument. The sample was initially tested in duplicate and the first replicate result was higher, while the second replicate result was lower. The sample was repeated on the same instrument, resulting lower than the first replicate and higher than the second replicate of initial run. The result obtained from the repeat run was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated phno result.

Manufacturer narrative:
The initial MDR 2517506-2017-00320 was filed on (B)(6) 2017. Additional information (04/27/2017): a siemens headquarters support center (hsc) specialist reviewed the photometric reaction data and determined that the photometric reaction for the elevated phenobarbital (phno) result was different than the second and third replicates. The customer runs all phno in duplicate, so the first 2 results for sample in question were from the same tube and the third replicate was run on the same analyzer with a different tube being reintroduced. Additionally, the filter data indicated that the 700 check was depressed and change in reaction occurred after the sample addition and mixing, based on the photometric readings. Reagent 1 was consistent and there was no drastic change after the reagent 2 addition and mixing. The hsc specialist concluded that the issue occurred at the sample addition and mixing stage. The 700 check did not show foaming and was lower than typical which would indicate an abnormal sample addition or under mixing. The hsc specialist recommended the customer to follow proper tube manufacturing instructions. The cause of the discordant, falsely elevated phno result on one patient sample was due to the sample addition and/or sample mixing issue. The instrument is performing within manufacturing instructions. No further evaluation of device is required.